Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and replaced multiple parts which included the sample pot, reference (ref) block, and ise (ion selective electrode) tubing which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Edmr section h6: component code 4756 is used for the sample pot. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of false results for two (2) sodium (na) patient results involving the dxc 700 au clinical chemistry analyzer. The erroneous results were reported outside the laboratory and later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of two patient results.